Event description:
External customer complaint (B)(4). (B)(6) reported a discrepancy between his dpb1 unitray ssp (model #451606d, lot #008 1154360) results and sbt typing on a sample. The sample typed as a dpb1 03:01:01/88:01 by sequencing. Dpb1 high resolution ssp tray did not give a result. Customer indicated that wells 27 and 39 were false negative. This led to a no type result.

Manufacturer narrative:
As of 09/23/2013 internal investigation for (B)(4) is on-going. Ref MFR: 2244574-2013-00077, -00078, -00080, -00084.